Event description:
It was reported that the patients ipg was no longer holding a charge, and the patient was no longer feeling stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20617878. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20617878. UDI: (B)(4).